Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was performed on (B)(6) 2020 at which time the equipment was confirmed to be operating to specification.  The disposables that were in use during the event are being returned for a full evaluation.  Once the investigation is completed, a follow-up report will be submitted.   This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
On (B)(6) 2020, the customer reported that a patient suffered a cardiac arrest after an undisclosed amount of air was allegedly injected while connected to an avanta fluid management system.  Post resuscitation, the patient was intubated, and a balloon pump was inserted after which the patient was transferred to  the intensive care unit (ICU) for further evaluation and care.

Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(6), was performed on (B)(6) 2020 at which time the equipment was confirmed to be operating to specification. The multi-patient disposable set (mpat) and single-patient disposable set (spat) that were in use at the time of the incident have been requested but have not yet returned to bayer for specification. However, the lot number of the mpat was not provided but the lot number of the spat was provided by the customer. Functional testing of a retained spat, lot number 194701, and a lab stock mpat concluded that the disposables performed to specification with no problems observed. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." The offer of additional applications training has been accepted by the customer and will be scheduled. The site continues to use the avanta fluid management system after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
On september 24, 2020, bayer medical care received additional clarifying information regarding the reported incident. The attending physician reported the following: a 71 year old male patient with a history of inducible myocardial ischemia underwent a coronary angiography procedure with contrast enhancement while connected to an avanta fluid management system. During the procedure, air was seen within the left main artery on the displayed images. St segment elevation was noted on the cardiac monitor and the patient suffered a prolonged low ejection fraction (ef) of 30% without cardiac arrest. The physician inserted a balloon pump and administered adrenaline after which the patient was transferred to the intensive care unit (ICU) for further care. After three hours, the patient's ef returned to normal. Two days post incident, the patient underwent percutaneous transluminal coronary angioplasty (ptca) on the left anterior descending artery (lad) with no issues noted and there were no sequelae (cardiac and/or cerebral) detected at the time of discharge.

Manufacturer narrative:
Bayer product analysis received and examined the returned single-patient disposable set (spat, lot number 194701) that was used during the procedure. Functional testing concluded that the spat performed to specification with no problems observed. Additional applications training was provided on (B)(6) 2020. The site continues to use the avanta fluid management system after the reported event with no further issues reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.